Event description:
It was reported that during a case, the user reported that the vaporiser readings appeared higher than the dialed in amount. No patient injury. A drager service representative performed testing and the following readings were observed. Dialed reading 1.00% 1.37% 2.50% 3.10% 4.00% 4.65%